Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation it was found that the patient's implantable cardioverter defibrillator was found to be in back-up vvi (bvvi mode). The cause of the back-up mode was unknown. Corrective programming changes could not be performed due to an unexplained power-on reset (por). Surgical intervention was planned but not yet performed. No patient consequences were reported.

Manufacturer narrative:
Additional information: d6b: explant date should be (B)(6) 2022. Additional information: e1: new information of facility name and address information. Additional information g2: company representative should also be selected

Event description:
New information received notes that it was reported that the device exhibited another instance of back-up vvi mode and the device was explanted and replaced on (B)(6) 2022. The patient was discharged and no additional patient consequences were reported.

Manufacturer narrative:
The reported event of backup operation was confirmed. As received, the device was in backup mode due to code corruption. After loading device code and setting the device to nominal conditions successfully, the device was evaluated under electrical and mechanical conditions and results indicated normal functionality. Further evaluation of output parameters was within normal range and monitoring the device for several days with load found no anomaly. Despite extensive testing backup condition could not be reproduced and the cause of code corruption could not be determined. Longevity assessment was performed, and the device is in normal range of operation with appropriate remaining longevity.